Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had dropped the insulin pump on the floor and it was no longer working. They had received a critical pump error image on the insulin pump¿s screen. The customer¿s blood glucose level was 17 mmol/l. They were advised to discontinue use of the device and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Unit received with cracked case on the back at the battery tube area and battery tube threads.